Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks post implant procedure, the cardiac compass of the implantable pulse generator (ipg) is showing invalid data. The device remains in use. No patient complications have been reported as a result of this event.